Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and error alarms at the alarm history file due to motor encoder signal out of phase. The insulin pump was received with operating currents within specification. No failed battery test alarms were noted. The insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm customer also reported a compromised force sensor system alarm. The customer stated the insulin pump was worn in a magnetic resonance imaging machine. Customer's blood glucose was 120 mg/dl. The customer stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.